Manufacturer narrative:
(B)(4). The report of chemo leaking from the IV set could not be confirmed because the set was discarded by the customer the root cause of the leak could not be identified.

Event description:
Customer reported chemo leaked from the IV set while infusing on a patient. No patient or staff harm reported. The location of the leak on the set was not provided. Customer stated that no further patient or event information is available.